Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient feels stimulation when the system is off. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.